Manufacturer narrative:
The device was returned to the manufacturer and an eval is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that the device was overheating during a spine procedure. The handpiece did not get hot enough to switch to backup equipment. They were able to successfully complete the case with the handpiece. There was no delay in the case. No pt injury or burns. No medical treatment or intervention required as a result of this event.